Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the back of the cassette of a gambro cartridge set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h1 h11: the actual device was not available; however, retention samples were visually and functionally tested and were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported leakage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.